Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/08/2015 with the following findings: evaluation revealed that the battery compartment was cracked. Evaluation also revealed that the display screen was dim and discolored. Unrelated to these issues, the keypad was found to be missing from the pump. All of the keypad buttons responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
Investigation revealed that the battery compartment was cracked. Evaluation also revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/08/2015.